Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had an insulation issue. "Poor" threshold and capture only at high output were reported. The lead was capped and replaced. No patient complications were reported as a result of this event.